Manufacturer narrative:
An investigation is currently underway. Upon completion the results will be forwarded.

Event description:
The customer reported an ongoing issue with the spigot snapping on the white part when trying to remove from ng tube.

Manufacturer narrative:
The device was not returned for evaluation; however, a photograph was provided and the reported condition was observed. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. A gemba inspection was performed to review the manufacturing process, and it was determined that the process and current controls are being followed correctly, including subassemblies, final product assembly, packaging, and product inspections. Based on all available information, the root cause could not be determined at this time. A corrective and preventative action has been initiated to further investigate and address this condition. We will continue to monitor related reports to determine if additional actions are necessary.

Event description:
The customer reported an ongoing issue with the spigot snapping on the white part when trying to remove from ng tube. Per additional information received on 11feb2026, the issue is generally occurring during patient use and is generally being resolved by removing with mosquito forceps. No further information is available.